Event description:
The pt had an MRI or other medical procedure and the pump motor stalled with no recovery as noted in event logs. No symptoms were reported. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4): the device is included in the medical safety alert, important info on potential MRI effects physician communication (aug 2008).